Manufacturer narrative:
H.10: model and serial number have been provided and added to the dedicated d.4 section. Manufacturing date of device has been updated accordingly in section h.4. The affected device was returned to the manufacturer site for investigation. No defect could be found upon visual inspection and no deviation could be detected during functional test. The reported issue could not be reproduced and the device was found to be working within specifications. It cannot be ruled out that the most likely root causes was an intermittent faulty connection between the boards clamp circuit boards.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the erc tubing clamp / 620mm. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electrical remote-controlled clamp 620mm used as a demonstration device, gave an error message associated to clamp defective during demonstration. There was no patient involvement.